Event description:
As reported, upon slow retraction at an angle of approximately 50° of the 7f exoseal vascular closure device, the blood return indicator pulsed to a stop and then the blocker was slowly withdrawn for approximately 1 cm without a change in color of the blocker indicator window. The operator tried several times to change the angle, but the indicator window did not change color. Finally, the blocker was withdrawn and changed to manual compression. There was no reported patient injury. The cerebrovascular intervention procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath and postprocedural hemostasis was performed using a 7f exoseal. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure (vcd) device did not change color. The blocker was withdrawn and changed to manual compression. There was no reported patient injury. The deployment button could not be depressed; therefore, the device was removed with the sheath together, and manual compression was applied. Upon slow retraction at an angle of approximately 50°, the blood return indicator pulsed to a stop and then the blocker was slowly withdrawn for approximately 1 cm without a change in color of the blocker indicator window. The operator tried several times to change the angle. The cerebrovascular intervention procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath and postprocedural hemostasis was performed using a 7f exoseal. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. The physician did not place the thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The indicator wire was still visible when the device was removed.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure (vcd) device did not change color. The blocker was withdrawn and changed to manual compression. There was no reported patient injury. The deployment button could not be depressed; therefore, the device was removed with the sheath together, and manual compression was applied. Upon slow retraction at an angle of approximately 50°, the blood return indicator pulsed to a stop and then the blocker was slowly withdrawn for approximately 1 cm without a change in color of the blocker indicator window. The operator tried several times to change the angle. The cerebrovascular intervention procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath and postprocedural hemostasis was performed using a 7f exoseal. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. The physician did not place the thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The indicator wire was still visible when the device was removed. A non-sterile exoseal vascular closure device, size 7f, involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was not depressed, and the guard was not locked. The plug was in its manufactured position, and the indicator wire was not deployed. The catheter sheath introducer (csi) was not returned for this evaluation. The indicator window was in the black/white position. A kink was observed on the delivery shaft portion of the unit, located 3.5 cm from the distal tip. A dimensional analysis was performed near the kinked area of the delivery shaft to verify the outer diameter, and the measurement was taken using a calibrated micrometer. The measurement obtained was within specification. Per functional analysis, the guard was attempted to be locked for an indicator wire deployment simulation. Although the guard could be locked without difficulty, the indicator wire did not deploy as expected. It was considered that the kink observed on the delivery shaft likely compromised the mechanism, impeding the indicator wire deployment. As a result, the functional deployment simulation could not be performed. The kinked section of the delivery shaft appeared to prevent pulling of the indicator wire, which is required to achieve the black/black position in the indicator window, and thus, continue with full depression of the deployment lever. Per microscopic analysis, a high-magnification evaluation was conducted to assess the internal mechanism. No abnormal conditions were observed. Additionally, the indicator window mechanism was tested manually, and no impediments were found within the internal mechanism that could hinder the indicator window position change. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it was successfully tested within the handle and there were no anomalies noted to the internal mechanism. However, an additional condition of the device was noted during functional analysis of ¿indicator wire-deployment difficulty-unable¿ since it could not deploy, most likely due to the kink of the delivery shaft. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event, especially since the condition of the returned device does not match the device description. It was reported that the indicator wire cowling was locked against the handle, and the indicator wire was deployed/showing when removed from the patient; however, the device was received with the cowling not locked and the indicator wire not deployed, indicating that the cowling was not depressed into the handle during use with the device. It should be noted that the depression and locking of the indicator wire cowling is necessary in order to deploy the indicator wire, which is required in order to change the indicator window during retraction in the patient. As there were no issues noted during depression/locking of the cowling during functional analysis, it is unknown what issue the customer may have been experiencing. Regarding the condition of the delivery shaft, handling factors likely contributed to the kinked/bent condition and the subsequent failure to deploy the indicator wire during functional analysis. However, as this condition was not reported by the user, it is unknown if this condition occurred due to manipulations after the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.